Manufacturer narrative:
The beckman coulter, inc. Identifier for this report is (B)(4).

Event description:
Customer called to report that while preparing to perform the weekly maintenance procedure on the unicel dxc 600 synchron system, customer noticed fluid underneath the cartridge chemistry (cc) sample probe, which was leaking. The customer technical specialist (cts) assisted customer with troubleshooting the instrument by instructing customer to check all fittings and to replace the cc sample probe. After priming the instrument 20 times, no further leaking was observed. However, customer once again noticed leaking from the cc sample probe during probe alignment. The cts then generated a service request. The field service engineer (fse) inspected the instrument and found that a tube on the t-valve was loose. The fse replaced the t-valve and performed instrument alignments. Finally, the fse verified instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer has not called back to report any further instrument issues. Customer stated that no one was harmed by or exposed to the instrument leak, and that patient samples and results were not affected.